Event description:
During surgical case approximately 6 10ml syringes were opened and they all had condensation on the inside. We did not use them for the case. During a surgical case on the following day approximately 7 10ml syringed were opened and has moisture in them. The syringes were not considered sterile and were not used.======================manufacturer response for 10 ml syringe, bd safety-lok 10ml syringe (per site reporter).======================currently waiting on a return label to return approximately 5 of the defective syringes for analysis. The rest of the syringes corresponding to the defective lot number have been pulled from inventory.